Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # m91g2l. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device m4hl6n lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device m91g2l batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device fired one time then failed to fire. The remaining clips were wasted. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.